Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive after water exposure. The patient noted moisture behind the display screen. The patient denied damage to the keypad or pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the up, down, ok and bolus buttons are not responding and the contrast button is responding intermittently. There was no visible damage to keypad: removed keypad and found contamination under all button contacts. Performed leak test and found a case seal leak and damage to the pump case. Removed case and found moisture inside pump case.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.